Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that she had adaptive stimulation added by mdt rep, (B)(4), (B)(6) 2020 and had started to notice 2-3 days ago that when she was in a sitting position she felt stimulation as electric current shocks up and down her legs. Patient said she didn't like this sensation and would be leaving for a long drive to fl on sunday so she wanted help fixing this issue. Pt also noted that yesterday she noticed the stimulation would go from 4.5 v to 7.1-.2vs on it's own. Troubleshooting was unable to be performed as caller (pt's husband (B)(4)) came on the phone and asked that patient services (pss) verbally review some steps that he could try to resolve the issue. Pss reviewed how to adjust as /that as can be disabled so pt can adjust manually until pt can be seen at hcp. Caller said he hadn't tried the steps to adjust as and would try them and call back if he needed assistance. The patient was redirected to their healthcare provider to further address the issue if pt needed further assistance.

Event description:
Additional information was received from the patient. It was reported that no circumstances were known to have led or contributed to the issue. The patient changed the intensity and the shocking and as changing on its own resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not sure of the cause but it was in their leg. Patient met with a manufacturer representative at their doctor's office. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.